Event description:
It was reported that during preparation that foreign material was noted within the catheter. It was difficult to flush a carey-coons diagnostic catheter during preparation. An unknown manufacturer¿s wire was then placed down the catheter and it reached blockage halfway through. The wire was then reinserted and a small piece of white plastic came out of the hub, leaving residue within the catheter. No patient involvement occurred and the procedure was completed with another same device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an overall visual review did not identify failures or evidence that could be lost due to decontamination process. The device returned was inspected, a foreign device stuck inside of the dilator 12 fr. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that during preparation that foreign material was noted within the catheter. It was difficult to flush a carey-coons diagnostic catheter during preparation. An unknown manufacturer's wire was then placed down the catheter and it reached blockage halfway through. The wire was then reinserted and a small piece of white plastic came out of the hub, leaving residue within the catheter. No patient involvement occurred and the procedure was completed with another same device.